Event description:
It was reported that the device intermittently failed to recognize the therapy cable connection when the therapy connector was set up and pressed in a certain way. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Follow up with the reporter found that the customer isolated the cause for the malfunction to be the therapy connector assembly. The therapy connector assembly was replaced and proper device operation confirmed. The device has been repaired and returned to service for use. The removed therapy connector assembly will not be returned to physio-control for further evaluation.